Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon sensor removal due to sensor failure, sensor was broken in half. One half of the sensor wire was protruding from patient's skin which patient was able to completely pull out. At the time of his call to dexcom technical support patient had no further concerns.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.